Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter displayed the error 2 message. The medical surveillance specialist (mss) classified the complaint based on the customer care advocate (cca) documentation. The patient told the cca that he had a headache, was dizzy, and sweaty while on the phone with the cca. The patient treated himself by taking 2 fig bars and water and slowly felt better. The cca noted that the patient followed correct testing technique and the error 2 issue was not resolved. The patient's products were replaced. This complaint is reported because the patient alleges that his one touch ultra meter displayed the error 2 message. The patient claims that he experienced symptoms that suggested hypoglycemia while he was on the phone with the lfs cca, and the patient treated himself with additional food.